Event description:
It was further reported that the physician performed endobronchial ultrasound transbronchial needle aspiration (ebus tba) of primarius left lower lobe three times. The primary tissue was slightly harder than the lymph node, the needle could not be withdrawn and there was interruption of the procedure. The needle was pulled out of the channel, outside of the patient and was bulged in the distal area and teflon coating had contracted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. The needle tube was inspected and a part of the pebax heat shrink was torn off from the distal end of the device. In addition to the tear, a hole was noted in the returned pebax segment. Based on the results of the investigation and information obtained from this complaint, a definitive cause could not be established. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle, was difficult to withdraw. It occurred during diagnostic flexible bronchoscopy, endobronchial ultrasound (ebus), transbronchial needle aspiration (tbna) lymph node station 7. There were no reports of patient harm.